Event description:
Pt received burn following use of empi 5000 series tens/nmes electrodes in conjunction with omni medium frequency current generator device manufactured by physio technology. Burn identified by physician therapist as a 2nd degree burn with no signs of infection.